Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this rv lead was a case of attempted implant due to helix did not retract after the lead was deployed multiple times. A new lead was used to avoid using a compromised helix.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.